Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event occurred on an unspecified date and involved a chemolock¿ port where around (B)(6) 2023, their manager reported defective chemo port was not clicking or locking into the injector. The set up of the product was that both products were placed on tubings prior to connecting to patients. The issue was noted during patient use. The medication involved was paclitaxel/ taxol. It was also reported that in the situation wherein there was a spill, some of the chemotherapy came into contact with the patient¿s clothing, surroundings and the patient¿s spouse¿s shoes. No chemotherapy came in contact of the healthcare provider. Proper ppe was used to clean up spill. The patient and the healthcare provider were fine after the incident. It was further reported that there was a possibility of harm to the patient however, no further information was provided.